Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient 'went to charge it' and when the patient 'tried to turn it on' a 'jump or jerk' was experienced. The patient did know if a button was inadvertently hit. The jerking or shocking sensation had been occurring for 'over a month.' The patient was scared to turn on the device and to charge the battery. The implantable neurostimulator was turned off and the patient wanted the device checked. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Follow up reported the cause of the event was unknown. It was noted they were unable to read and charge the stimulator. The device was replaced (B)(6), 2013. An x-ray was done. It was also noted the patient had refused programming once but later had their device programmed. It was noted there was no injury to the patient.

Manufacturer narrative:
Concomitant medical products: product ID 3986, serial# (B)(4), implanted: (B)(6) 2001, product type: lead; product ID 3986, serial# (B)(4), implanted: (B)(6) 2001, product type: lead; product ID 7496-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 7496-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 74002, lot# n284429, implanted: (B)(6) 2012, product type: adapter; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).